Event description:
There was an allegation of questionable sodium electrode and calcium results for 18 patient samples on a cobas 6000 c501 module. Below are four examples of the sample results provided. On (B)(6) 2026, sample 1 had an initial na result of 167 mmol/l with flag. The repeat result was 137 mmol/l. On (B)(6) 2026, sample 2 had an initial calcium result of 1.59 mmol/l. The repeat result was 2.25 mmol/l. On (B)(6) 2026, sample 3 had an initial calcium result of 1.06 mmol/l. The repeat result was 2.41 mmol/l. On (B)(6) 2026, sample 4 had an initial na result of 536 mmol/l. The repeat result was 138 mmol/l.

Manufacturer narrative:
The sodium electrode serial number is (B)(6), and the expiration date is 18-jan-2027. The calcium reagent information was not provided. The field service engineer (fse) found a punctured tube in the rinse arm assembly and replaced it. The fse replaced detergent tubing, vacuum diaphragms, and cuvettes, and performed a cell blank, calibration, and qc successfully. The investigaiton determined that the identified punctured tube in the rinse arm assembly caused the event. The service maintenance actions performed by the fse resolved the issue.